Manufacturer narrative:
The subject device is not available.

Event description:
During a coil embolization procedure the coil did not detach in spite of several detachment attempts. It was reported that as the coil was being removed, it detached inside the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device revealed that the main coil was found physically detached. The main coil was kinked and stretched. Based on the information currently available and device analysis, it is probable that procedural factors limited the performance of the coil and contributed to the reported event as well as to the observed main coil damages. An assignable cause of operational context has been assigned to the investigation.

Event description:
During a coil embolization procedure the coil did not detach in spite of several detachment attempts. It was reported that as the coil was being removed, it detached inside the microcatheter. There were no reported clinical consequences to the patient.